Manufacturer narrative:
The technician found the spring that gives the release arm its tension was missing. He installed a new spring and the siderail functioned properly.

Event description:
Info received indicates the left head siderail could not be latched.